Event description:
Head frame slipped out of place during surgery when surgeon was repositioning. Surgery was stopped, equipment was sent for cleaning and then sent back to the company for inspection. Patient was not injured.